Event description:
It was reported that the user experienced hyperglycemia after a supply change, with a blood glucose of 515 mg/dl by meter and the ilet delivering frequent correction doses; removal of the infusion set revealed a bent cannula, and the user completed a full supply change with subsequent decline in glucose toward the target range. Investigation included review of device data and user troubleshooting. Further investigation of this case revealed a bent cannula and resolution after replacement of infusion supplies. The user reported symptoms during the event was not feeling well which is associated with elevated blood glucose. Outcomes included transient interruption of therapy effectiveness without hospitalization or injury, with glucose returning to the normal range after supply change. It was concluded that, based on previously established findings for similar reports, the event was consistent with infusion set/cannula malfunction resulting in under-delivery and subsequent hyperglycemia, with recovery after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.